Event description:
Pt had uncontrolled blood sugars. Went to ER. Minimed later issued recall on all lot 8 quick sets, stating that the sets could not vent properly and could deliver too much insulin or not enough. Dates of use: 2009. Diagnosis: diabetes.